Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In previous report, section b5 was incorrect, correct b5 should be the patient alleged visualization of particles, headaches on walking. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device completed by the manufacturer and found no contamination on the device. An internal visual inspection of the device was completed by the manufacturer and found multiple contamination. There was an undetermined contaminate on the bottom, rear, front and top panel of the case. There were multiple spots inside the blower box as well as in the iso port and inlet port. There was contamination inside the blower motor as well. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 27 e200 errors. The manufacturer concludes multiple contamination found were consistent with undetermined contaminate on the bottom, rear, front and top panel of the case, multiple spots inside the blower box, iso port and inlet port, contamination inside the blower motor. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.